Event description:
During follow up, it was reported the patient's right ventricular (rv) lead was revised due to an increased threshold. The patient is pacemaker dependent so the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found coil and insulation damage due to the explant procedure. The field event was not confirmed. Based on the information available, we were not able to identify a definitive root cause for the event.